Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's performance with the device is affected. A revision surgery has been scheduled in (B)(6) 2022.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. The recipients perception was unsatisfactory; however, no technical problem could be detected. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. Further one channel was disabled in 2019 due to undetermined reasons. However, the remaining channels should be enough to achieve satisfactory hearing performance. This is a final report.

Event description:
The user's performance with the device was affected. The user was reimplanted on (B)(6) 2022.